Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer blood glucose was 445 mg/dl. Customer reported that insulin pump had no delivery alarm. Customer blood glucose is high because he advise he is sick. The customer unable to troubleshoot as the customer is driving. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The insulin pump will not be returned for analysis.